Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that there was a leak from the control knobs and play on the knobs. The angle was low and the grip unit had a stain. There was fluid ingress noted and the bending section was deformed and the rubber glue was deteriorated. The distal end cover was deformed and the light guide tube had wrinkles. The light guide lens had a chip and a stain and the adhesive was peeled off. The charge coupled device lens had a scratch and the adhesive was peeled off. The connector had water seepage and the switches were not working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the evis lucera elite colonovideoscope had an e315 scope error and no image. The issue occurred prior to a diagnostic colonoscopy and it was completed with a similar device. There were no reports of patient harm associated with the event.